Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2009. The initial reported event of infection and erosion was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection and erosion occurred. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.